Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports started wearing the aligners two days ago and top right side is cutting/rubbing into the gums and causing inflammation/pain/discomfort. Patient indicated the aligners are tight but tolerable. However, the aligner is going into the gums and blanching can be seen on the lower, but the fit appears to be wnl (within normal limits). Dental history includes crowns at 16, 1, grinds/clenches teeth, uses nightguard/sleep apnea device and scaling or root planning.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.